Manufacturer narrative:
Initial.

Event description:
It was reported that the user administered an external subcutaneous insulin injection with a pen while still connected to the ilet to correct elevated blood glucose, and levels remained high; the agent provided education to disconnect from the ilet before injecting externally and to wait two hours before reconnecting, indicating an improper procedure with no specific device component implicated. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions rather than a component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.